Event description:
It was reported that during a transurethral resection of the prostate (turp) the subject device broke off inside of patient. The customer reported being unsure where the broken piece is located. The patient is expected to be x-rayed to see if it can be located. No reported harm or injury to the patient at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this

Event description:
No additional information was received from the customer.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in h6. Olympus will continue to monitor field performance for this device.